Event description:
It was reported that during an ureteral stent placement procedure, difficulty was encountered removing the guidewire from the stent. The physician was unable to remove the stent percutaneously so he removed the stent via the bladder. Another guidewire and stent were advanced and placed to successfully complete the procedure. No additional patient complications were reported in this event. This manufacturter is currently evaluating this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. User technique and/or patient anatomy may have contributed to this event. However, manufacturer is unable to determine the exact cause for this event.